Event description:
Information was received from a consumer, healthcare provider (hcp) and a company representative regarding a patient who was receiving bupivacaine and morphine (unknown concentration and dose) via an implantable pump. It was also indicated the pump was delivering dilaudid. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/symptoms. The patient was in a car accident and was rushed to the hospital. The area of the pump was pushed against the seatbelt and caused the skin to open up around it. The incision had opened up. The pump was protruding through the skin and out of the body. The patient believed the seat belt forced part of the pump through his skin. The patient was in constant pain because he kept bumping the pump. The patient needed the pump replaced right away. No diagnostics or troubleshooting was performed. The catheter was not exposed and was intact. The physician was concerned about infection so he replaced the pump (B)(6) 2016. The issue was resolved and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.